Manufacturer narrative:
The reporter's meter was returned for investigation. Control ranges: level 1 1.7-3.3 mmol/l. Level 2 14.5-19.6 mmol/l. Results: level 1 ¿ 2.5, 2.5, 2.6 mmol/l. Level 2 ¿ 17.3, 16.9, 16.9 mmol/l. All returned results are within acceptable range.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable high glucose result for one patient from accu-chek inform ii meter serial number (B)(4). At 10:59, the result was 22.8 mmol/l. At 11:01, the result was 12.5 mmol/l. At 11:03, the result was 10.8 mmol/l. At 11:10, on another accu-chek inform ii meter the result was 11.4 mmol/l. At 11:11, on another accu-chek inform ii meter the result was 10.9 mmol/l.